Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that there was oversensing and three episodes that occurred that had nonphysiologic sensed events. Previous experience (approximately 7 months ago) on device (B)(4) indicated the device was exhibiting some oversensing, and a fracture on a competitors lead was suspected. At that time a medtronic lead was used to replace the competitors lead. Currently, the medtronic lead and device are still in use. No patient complications have been reported as a result of this event.